Event description:
Pt had open ventral hernia repair with mesh in 2003. Increased purulent wound drainage requiring mesh removal the following month.

Event description:
Add'l info rec'd from MFR 6/15/04: MFR is unable to determine what role the mesh might have played in contributing to the pt having "increased purolent wound drainage requiring mesh removal the following month." MFR has reviewed its device history record and sterility record for this lot of product. There were no discrepancies observed in either the device history or sterility records.